Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a flap cut was not completed (incomplete flap) in the patient's unknown eye, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer performed preventive maintenance and could not confirm nor replicate reported event. Device meets specifications as per service installation record. Treatment report, date of event, logfiles for surgery day, and additional information was requested but not provided by customer, therefore a deeper analysis cannot be performed. Root cause could not be determined conclusively based on the available information. The manufacturer internal reference number is: (B)(4).